Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had difficulty getting the wireless recharger (wr) to connect and stay connected to the implantable neurostimulator (ins) about a week ago. The patient mentioned that sometimes the ins moves a little and that they had a fall about two months ago. The patient said having parkinson's and fingers shaking. The patient could connect ins and wr during the call, but it would disconnect. The patient was currently 100% charged. The patient was redirected to their healthcare provider (hcp) to address the issue further. The patient will contact the doctor, and pss will email the manufacturer representatives to inform them. Additional information was received from the patient that they called the doctor, who instructed them to get a new wr. Pss told the patient that the reps had been notified about the issue and to see if they could assist. Pss could not confirm at this point any issue with the wr or, on the other hand, a problem with the ins. If the patient does not hear back from the rep tomorrow and the patient calls back, a wr can be ordered to rule that out.